Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, the patient underwent an endovascular treatment of a chronic aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctagac). The patient had received aortic arch replacement prior to the procedure. The ctagac was planned to deploy from a position where the proximal side slightly covering of the brachiocephalic artery. However, when the device was deployed at the planned position, it moved to the distal side about 15 mm. No unintentional vessel coverage occurred. After the wound close, no pulse could be felt in the patient's right femoral artery. Angiography showed thrombosis in the right common iliac artery extending approximately 5 cm. As a treatment, a thrombectomy was performed. The physician reported the possibility of intraoperative thrombosis dispersal from the distal aortic arch. Since there was an insertion difficulty in passing through the anastomosis of the vascular graft at the aortic arch which required various attempts of insertion, the thrombosis may have been shifted during manipulation of the delivery catheter of ctagac.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to : thrombosis